Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Additional product codes added. Product receipt date corrected to (B)(6) 2015 to accurately reflect report.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 63-187/dl fasting. Verified test strips expire 02/26/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015 reviewed meter memory: 1:173mg/dl (B)(6) 2015 07:53:00 am fasting:no. 2:140mg/dl (B)(6) 2015 06:49:00 am fasting:yes. 3:188mg/dl (B)(6) 2015 03:28:00 pm fasting:yes. 4:141mg/dl (B)(6) 2015 06:09:00 am fasting:yes. 5:271mg/dl (B)(6) 2015 04:52:00 pm fasting:yes. Customers concern:140mg/dl on (B)(6) 2015. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 63-187/dl fasting. Verified test strips expire 02/26/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(4). Adverse event not reported.